Event description:
The report received indicated that the cannula tip of the outback re-entry catheter could not be retrieved. The problem occurred while using the device on the patient. The procedure was conducted with a similar device. There was no harm for the patient.

Manufacturer narrative:
The product is not available for evaluation and testing; it was discarded by the facility. Additional information will be submitted within 30 days upon receipt.